Event description:
Received reported complaint in 2000 from distributor stating that a missouri-swan neck curl cath was placed in pt and the stylet was removed. The md was starting the tunneling procedure when md noticed the catheter had broken in two pieces.